Event description:
On 07/07/2008, baxter received a report of a colleague ce infusion pump, where there was an interruption of therapy during pt infusion of inotropes. The pump displayed an error code 808.07. There was no report of injury or clinical effects as a result. Although requested, no pt demographics have been provided.

Manufacturer narrative:
The customer refused to send the pump in for eval.